Event description:
The initial reporter alleged a false reactive hepatitis b virus (hbv) result while using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 8800 instrument. The customer reported that sample barcode (B)(6) generated an hbv reactive result on (B)(6) 2021 with a cycle threshold (CT) value of 1.9. However, the overall result was invalid due to an internal control (ic) dropout in the sample. Despite the invalid result, the data showed a positive curve call for channel 3 (hbv), and an hbv reactive result was recorded. Error codes c02h1 and c02h3 were associated with this result. Upon review, the growth curve for channel 3 was flat. The same sample was re-tested on (B)(6) 2021, and no amplification or CT value was generated for the hbv channel. The final donor result was non-reactive for all targets. Additional testing of the sample using the cap/ctm hbv assay also yielded a non-reactive result. Serology testing for the donor revealed only anti-s positive with a value of 322 iu/ml (prism, abbott), indicating that the donor is protected from hbv and not infected. The customer¿s workflow involves receiving one tube (10 x 16 mm, purple cap) containing 10 ml of whole blood for nucleic acid testing (nat). Samples are centrifuged or processed through a pre-analytical system before nat testing, which is completed within five hours of sample arrival. The customer processes samples in pools of one using a cluster of four cobas 8800 instruments.

Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6)). The investigation substantiated the customer's allegation of a false reactive hepatitis b virus (hbv) result. The initial test on (B)(6) 2021 generated an hbv reactive result with a cycle threshold (CT) value of 1.9, but the overall result was invalid due to an internal control (ic) dropout. Upon re-testing on (B)(6) 2021, no amplification or CT value was observed for the hbv channel, and the final donor result was non-reactive for all targets. Additional testing using the cap/ctm hbv assay also yielded a non-reactive result, and serology testing confirmed the donor was protected from hbv and not infected. A review of the growth curve for channel 3 from the initial test revealed a flat curve, and error codes c02h1 and c02h3 were associated with the result. The sample was located on the edge of both the processing and amplification plates during the initial test. System log files were requested to assess potential processing issues, but they could not be retrieved due to a recent software upgrade to version 1.4. A reagent investigation was conducted, and no contribution from the reagents was identified. No batch trend or complaint history was observed for the kit lot g20846. The root cause of the event could not be definitively determined. The issue is likely related to an anomaly during sample processing on the instrument or prior handling by the user. The issue did not recur, and the investigation is considered closed.